Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the pacing lead, placement difficulty was encountered and the screw kept falling out after screwing out. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.